Event description:
I was implanted with essure in 2006. My procedure was the first one my dr. Had performed in his office on a pt not under anesthesia. The procedure was extremely painful and was to take 20 mins, start to finish. After about an hour of not being able to insert the essure coils, he said we may need to stop and reschedule this under anesthesia in the hosp. He finally was able to insert the essure coils in the office. I was in extreme pain for days. There were several essure reps in the room during the procedure because it was the first he had performed in the office (that is what I was told). Since having the essure coils implanted, I had my first menstrual cramp in my life. I have a daily pinching feeling in my fallopian tube area, constant aching and tenderness in each side, extreme cramping and pelvic pain 2 plus weeks a month, shooting pains down my cervix and down the back of my legs, lower back pain, joint pain in my left hip, fatigue, heavy menstrual cycles and massive clotting, itchy skin, and unexplained rash and boils that appear on my face and legs. I was a healthy (B)(6) old woman with no health issues, I did not take over the counter pain medication but twice a year and never had painful or abnormal menstrual cycles until after having essure. I had my first migraine after essure as well. The pain is so intense at time that I have trouble finishing a breath and cannot move. When I ovulate, the pain is so excruciating I have had to miss work.